Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, white plastic tip of device fell into the patient and was retrieved. The procedure was completed with other device. There is no patient consequence reported.